Manufacturer narrative:
The subject endoscope and balloon pump were evaluated and found to be operating normally. Investigation is underway to identify the root cause of the adverse event. The subject endoscope model en-450t5/w is not marketed or sold in the united states, however a similar device, model en-450t5, is used in the u.s. Market. Due to existing japanese practices in connection with local filings, the specific name and location of the initial reporter are not available. Due to the ongoing investigation to identify root cause of the adverse event, any additional information will be provided in a supplemental MDR. Currently, two MDR's (numbered 2431293-2016-00034 through 2431293-2016-00035) are being submitted for the two devices (endoscope and overtube) that could have contributed to the event.

Event description:
On (B)(6) 2016: a double balloon endoscopy procedure was performed on the patient. The endoscope reached the small intestine and then the physicians discovered the endoscope balloon stopped inflating. The physicians then used a syringe instead of the balloon controller to actuate the inflation/deflation of the balloon and complete the examination. On (B)(6) 2016: the patient complained of abdominal pain. A CT scan was performed and a perforation was discovered. The patient underwent emergency surgery and an artificial anus was created at the perforated site of the small intestine for excretion. As of (B)(6), the patient was under observation, having moved from ICU to a general ward.

Event description:
(B)(6) 2016: a double balloon endoscopy procedure was performed on the patient. The endoscope reached the small intestine and then the physicians discovered the endoscope balloon stopped inflating. The physicians then used a syringe instead of the balloon controller to actuate the inflation/deflation of the balloon and complete the examination. (B)(6) 2016: the patient complained of abdominal pain. A CT scan was performed and a perforation was discovered. The patient underwent emergency surgery and an artificial anus was created at the perforated site of the small intestine for excretion. As of (B)(6), the patient was under observation, having moved from ICU to a general ward.

Manufacturer narrative:
On 12 dec 2019 fujifilm medical systems u.s.a., inc (fmsu) was notified by the FDA that the follow up was submitted with incorrect sequence numbers (originally follow-up information was submitted under 2431293-2016-00036). Additional updates: manufacturer has been re-registered under fujifilm corporation updating to include the current contact for the manufacturer. Conclusion code 14 (device incorrectly prepared for use or modified) and 71 (no failure detected, device operated within specification) is no longer available in the fdas code database. If any additional relevant information is provided, a supplemental report will be submitted. Information as submitted in the follow-up report 2431293-2016-00036: the subject endoscope and balloon pump were evaluated and found to be operating normally. Because no device abnormalities were detected, it is considered that the inflation/deflation failure occurred due to an incorrectly positioned balloon on the endoscope which slipped out of place during the procedure. The reason the balloon could be inflated but not deflated with the syringe was that the balloon shifted slightly and plugged the channel opening, acting like a check valve. (Cause of the perforation) from a hearing with the hospital, it was determined that air supply was performed excessively by a male nurse using a 50ml syringe. Therefore, it is considered that the perforation was caused by the excessive air supply with the syringe and an overinflated balloon. The investigation result was reported to the medical safety management division and the endoscope division of the hospital. The hospital's endoscope division staff was trained on proper balloon mounting, and after three month's time, there have been no further similar occurrences. The subject endoscope model en-450t5/w is not marketed or sold in the united states, however a similar device, model en-450t5, is used in the u.s. Market. Due to existing japanese practices in connection with local filings, the specific name and location of the initial reporter are not available. This MDR is a follow up to previously submitted reports numbered 2431293-2016-00034.